Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, migration and endoleak.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up CT exam confirmed that two contralateral leg components had migrated proximally resulting in a distal type I endoleak. On (B)(6) 2021, as a treatment, a reintervention took place whereby an additional endoprosthesis was implanted distally. The patient tolerated the procedure. No comments were obtained from the physician.